Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that during bench testing of this smiths medical cadd legacy plus pump, the pump displayed "no cassette/disposable alarm" and had "bad pixels". There was no patient involvement or reported adverse effects.

Manufacturer narrative:
Device evaluation summary: one cadd legacy plus pump was returned for analysis in used condition. Visual inspection of the pump found that pump was in damaged condition with cracked housing, bleeding lcd, missing nub. The device was started in application and problems were found with the device double beeping with a cassette attached, which would cause the "no disposable" alarm.. The customer's issue was able to be duplicated. The complaint was confirmed. The problem source was identified as downstream sensor.